Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible on the shaft and in the guide wire lumen. There was no contrast visible. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the makers. There were two kinks in the hypotube 19 cm and 49 cm distal to the strain relief tubing. There was a kink in the inner and outer member 7 cm distal to the guide wire exit notch. There were three kinks on the soft tip .5 mm, 1 mm, 2 mm proximal to the distal end of the soft tip. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in patient. Device issue: dislodged stent. It was reported that the vessel had a severe bend (about 90%) from the lmt to the lcx, the lesion had a 90% stenosis and was heavily calcified. After predilation, it was noted that the vessel still had indentations; however, attempts were still made to stent the lesion. Two different stent delivery systems (sds) would not cross the lesion, so the vision was selected; however, it would not cross and a strong resistance was noted when removing the catheter from the patient. The catheter was removed with force and the guiding catheter was also removed to replace with another one. When the all devices were removed, it was noticed that the stent was not on the balloon and had dislodged. It was found at the proximal end of the lmt, almost in the aorta. During the many attempts of retrieving the stent, it shifted to the left external iliac artery. When angiography was performed, the dislodged stent was observed in the left external iliac artery. The stent became "s" shaped during the last attempt to retrieve the stent with catheters or wires. It was decided not to retrieve the stent. No additional event or patient information is available.